Event description:
It was reported that the ice compressor on the hcu30 device turned off and displayed an error symbol. A replacement device was used. No patient effect reported. (B)(4). Please refer MFR report #: 8010762-2014-00059.